Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump had been empty for 6-7 months because she was not able to get a refill and she does not have pump healthcare provider (hcp). It was noted that the pump had been beeping for 20-30 minutes for 6-7 months but she noticed 3-4 days ago that the pump stopped beeping. The caller stated that she went to the hospital but was turned away. Concern was expressed that due to the pump not beeping there was a possibility that the pump battery was "leaking". No symptoms were reported. A physician listing was sent. No further complications have been reported as a result of this event.